Event description:
When the pressure wire was plugged into the system an error appeared on the screen. The message was: 108 wire is unstable. So another wire from the same lot was used and worked fine. The patient outcome was fine as well. No other issues.